Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation +3.3v wire was cut in the trunk cable. The root cause of the damaged wire could not be positively identified but was likely excessive force. No adverse event resulted from the broken wire.

Event description:
A (B)(4) distributor contacted zoll customer support to report a service code 204.